Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that while replacing the endotracheal tube, the integrity of the endotracheal intubation balloon was checked, and the airbag was found to be leaking. The doctor replaced the endotracheal tube with a new one. This occurred before placing it in the patient, and there was no patient harm/adverse event reported.